Event description:
I used fixodent from approximately 1994 and still using it 2009. While I was using fixodent, I began numbness in my hand and my feet and hurting real bad so then I had neuropathy and my feet and legs hurt real bad. I had blood work done, my copper is high. Dose: denture cream. Frequency: three times a day. Route: oral. Dates of use: 1994 - 2009 - still using. Diagnosis: dentures. Event abated after use stopped: no.